Event description:
It was reported that during a transcatheter arterial chemoembolization (tace) procedure, coating peel-off occurred. The lesion was located in the mildly tortuous distal right hepatic artery. Vascular access was obtained through the left femoral artery. Upon attempting to treat the lesion with the transend 135cm guide wire, the coated part of the guide wire peeled off. It was reported that no coating was detached or retained in the patient. The procedure was completed successfully with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "good".